Event description:
A hemodialysis user facility has reported via a medwatch form, report number (B)(4), that the venous line separated from the venous needle line during treatment. The machine alarmed and the treatment was stopped. The estimated blood loss was 500-700cc¿s. The pt became hypotensive and unresponsive. Per the medical records rec¿d, the pt felt faint after seeing the blood. The pt¿s blood was returned from the extracorporeal circuit and the pt was administered one liter of normal saline. The pt¿s vital signs were stable after reinfusion: blood pressure 200/107, pulse 102, respirations 22/min; the pt was in no apparent distress. The pt was sent to the hospital where she was admitted for hypertension. The pt reportedly rec¿d a blood transfusion and was discharged home on or about (B)(6) 2012 with no changes to her medications or dialysis prescription. The pt continues with hemodialysis therapy with no other known ill effects.

Manufacturer narrative:
Upon f/u by the MFR, the clinic manager reported it was determined through their investigation that the pt care technician who initiated the treatment did not properly secure the venous line to the venous needle pigtail. The visibility of the pt¿s access and device connections during the treatment is not clearly documented in the medical records rec¿d. Per the device label and instructions for use, the blood line connections and the pt¿s access should be uncovered and visible at all times, as well as to ensure all connections are secure prior to the initiation of treatment and periodically throughout the treatment. The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling material, and process controls were within specification.